Manufacturer narrative:
(B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that it was unknown what caused the high impedances. The patient was programmed around the non-working electrodes and was able to feel paresthesia. The high impedances were not resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had high impedances on part of the paddle lead. It was found that electrodes 8 and 10-15 had impedances greater than 20000 ohms. No external or patient factors were known to have contributed to the issue. The representative was able to program around the non-working electrodes and provided paresthesia for the patient. The issue was resolved at the time of the report. The indication for use was spinal pain. No patient symptoms reported.